Manufacturer narrative:
The lead was returned without a reported event. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.